Manufacturer narrative:
Upon receipt, the lead was found cut some 22 cm distal to the is-1 connector pin. Only the proximal fragment was returned for analysis. It is reasonable to assume that the lead was cut during the explantation procedure. The analysis of the returned fragment revealed a rubbed through insulation at approx. 19 cm distal to the is-1 connector pin. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical stress as the result of mechanical interaction between the lead body and the generator housing. Further damages occurred most likely during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
This lead was capped due to inappropriate shock and intermittent over sensing. There were no adverse patient events reported. Should additional information be received, this file will be updated.